Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found that the image contained black speckled spots due to liquid crystal display panel failure, and there was screen frame was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor was making popping sounds before it went black. The customer also reported that the device did not recover when it was restarted. The issue was found during a therapeutic laparoscopic procedure. The intended procedure was completed with another similar device. There were no reports of delays and no reports of patient or use harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that the phenomenon occurred due to failure of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.